Event description:
It was reported that the device got really hot during a procedure at the user facility. The procedure was completed with no delay, medical intervention, or adverse consequences reported.